Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous part of the lad at a bifurcation. After pre-dilatation, it was attempted several times to pass the lesion with the orsiro mission. By the time it was noticed that the stent had deformed and could not pass. The procedure was complete with a 2.25/18 and a 2.25/15 orsiro mission.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous part of the lad at a bifurcation. After pre-dilatation, it was attempted several times to pass the lesion with the orsiro mission. By the time it was noticed that the stent had deformed and could not pass. The procedure was complete with a 2.25/18 and a 2.25/15 orsiro mission.